Manufacturer narrative:
Block d2b: additional pro code: qon. Block g4: additional PMA number: p190006. Concomitant product: model number/catalog number: 1201. Serial number: (B)(6). Batch/lot number: al1w911134. Model/catalog description: tined lead kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this implantable neurostimulator (ins) experienced undesired sensations in the leg, along with lack of therapeutic benefit and discomfort. The patient underwent device explantation. No further patient complications were reported.